Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, stent thrombosis occurred. Prior to the index procedure, the pt presented with acute myocardial infarction. Angiography revealed a de novo, discrete, eccentric and 85% stenosed target lesion was located in the proximal circumflex (cx). A maverick2 monorail balloon 2.5x15mm was used to pre-dilate the lesion site at 6 atms for 60 seconds. Next, a taxus express2 paclitaxel-eluting coronary stent 2.75x20mm was successfully deployed at 10 atms for 80 seconds in the proximal cx. Residual stenosis was 0% and timi flow 3 was observed. Aspirin and plavix had been administered prior to the procedure. Approx 40 months post-procedure, the pt presented with severe crushing chest discomfort, shortness of breath and diaphoresis. The pt was administered nitroglycerin and aspirin at home to treat the symptoms but felt worse. The pt was stabilized and diagnosis was acute non-st segment elevation myocardial infarction (mi). The pt was started on anti-platelet therapy with reopro and taken to the cath lab. It is noted the pt discontinued plavix therapy 4-5 months prior to the events for an unspecified reason. Angiography showed 100% in-stent restenosis and thrombosis in the prox cx with timi flow 0. A non-bsc guide catheter and guidewires were advanced to the area and a non-bsc extraction catheter was used to aspirate the thrombosis. A non bsc 2.5mmx6mm balloon dilated the lesion and a non bsc stent 2.5x8mm was deployed at the lesion site. Residual stenosis was 70% and timi flow 3 was observed. It is additionally noted that aspiration thrombectomy was performed in the ostial lad and ramus. Medications given during the procedure were versed, fentanyl, benadryl, cardene and reopro. Intervention conclusion noted the pt has severe complex cad, with chronic total occlusion of the rca, severe residual complex obstructive disease involving the distal lm and ostial lad, median ramus and cx. The pt was admitted to the ICU and recommended for intra-aortic balloon pump therapy and cardiothoracic surgery consultation.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant info received, a supplemental medwatch will be filed.